Event description:
It was reported the physician was unable to place a trial lead during the procedure on (B)(6) 2013. The physician reported the placement was hindered by the existing scoliosis and disc degeneration. It was reported the physician made attempts for about 30 minutes, trying different entry sites and angles. The physician abandoned the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.